Event description:
It was reported that during a workshop installation, the 9800 system had a broken up and down switch. There were no pts involved and no injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The vertical lift button was removed and replaced. The system was tested and found to be working as intended and put back into service.